Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the adc freestyle libre reader would not power on with button press and therefore customer was unable to test. Customer experienced seizure and dry mouth and was treated with insulin (unknown dose) by relatives using insulin pump. It was further reported that customer had contact with the healthcare provider who diagnosed with hyperglycemia and treated with additional dose of insulin (unknown dose). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's caregiver reported the adc freestyle libre reader would not power on with button press and therefore customer was unable to test. Customer experienced seizure and dry mouth and was treated with insulin (unknown dose) by relatives using insulin pump. It was further reported that customer had contact with the healthcare provider who diagnosed with hyperglycemia and treated with additional dose of insulin (unknown dose). There was no report of death or permanent injury associated with this event.